Manufacturer narrative:
The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with high sleep current due to corroded pcb1. No unexpected replace battery now alarm in the long trace and pump history noted. Replace battery alarm occurred after the low battery alert. The loaded voltage (loaded v lith) and unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Pump was received with peeling keypad overlay, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of replace battery now alarm. The customer's blood glucose level was 97 mg/dl at the time of the incident. The customer stated that the anomaly persisted after replacement battery cap. The product was returned for analysis.

Manufacturer narrative:
The "date of this report" and the "date received by MFR" provided in the initial report were incorrect. The correct dates have been provided in this report.